Event description:
The customer obtained a non-reproducible and higher than expected vitros trop I es result from a single patient sample processed on a vitros 5600 integrated system. Patient 1 = 0.062 versus expected <0.012 ug/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. The result was not reported from the laboratory. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause could not be determined. There was no indication that vitros tropi reagent or the vitros 5600 analyzer contributed to the event. The possibility that inappropriate pre-analytical sample processing, sample quality, or user error had contributed to the result could not be ruled out.